Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
The device is not available for analysis. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013.